Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a stand alone and xrelay were replaced. Invalidate and rad/fluoro calibrations were performed. The 2d and 3d spins were performed. System checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the x-ray solid state relay and generator were not shutting down. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the suspect stand-alone x-relay has been received by the manufacturer for evaluation. The suspect stand-alone x-relay was tested and the reported issue was confirmed as the x-ray solid state relay and generator are not shutting down. Stand-alone pcb board passed bench test. All ac/dc voltages are present. Fans power on and all led are on. The relay failed bench test, relay open.

Manufacturer narrative:
Device evaluation: the front panel cable kit was returned to the manufacturer for analysis. After functional testing and visual/physical examination, there was no fault found with the front panel cable kit.